Event description:
The physician reported that the stem of the fistula prosthesis broke when they were placing it in a patient. The physician reported that they had to take the patient to the operating room to retrieve the esophageal side of the fistula prosthesis. The physician successfully removed the esophageal side of the device. See scanned page.